Manufacturer narrative:
The product was not returned. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The extent of device damage or the cause of the failure cannot be determined without return of the unit for eval. The root cause classification cannot be determined as the device was not returned for investigation. Should the device or add'l relevant info be received, a f/u report will be sent.

Event description:
It was reported during a left sided ablation procedure using a swartz braided transseptal introducer, air was noted inside the introducer. The physician advanced the dilator assembly through the hemostasis valve of the swartz braided transseptal introducer. The swartz introducer was advanced into the left atrium and all other devices were removed. The physician applied negative pressure with a syringe and noted air continuously entering the introducer. The introducer was replaced and the procedure continued with no consequences for the pt.